Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector while the user was handling the device which led to abnormality of electronic parts. The event can be prevented by following the instructions for use which state: "inspection of the endoscopic image when attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during installation, the evis exera iii bronchovideoscope exhibited error e216 indicating bad connection. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the insertion tube buckled, the distal end plastic cover had scratch, the bending section cover (a-rubber) glue was peeled, the control body was flooded, the scope connector had deformed contact pins and was flooded. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.